Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/lower back pain') in a 34-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure conformation test". The patient's medical history included gastroesophageal reflux disease. Concurrent conditions included uterine fibroid. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea ( cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraine / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("abdominal pain (in the upper to middle region of stomach pain)") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the back pain and abdominal pain upper was resolving, the dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, alopecia, weight increased, dysgeusia and vaginal haemorrhage had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia. ¿concerning the injuries reported in this case, the following one was described in patients medical record: abdominal pain". Lot number: a45116 manufacture date: 2012-08 expiration date: 2015-08-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality-safety evaluation of ptc. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/lower back pain') in a 34-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure conformation test". The patient's medical history included gastroesophageal reflux disease. Concurrent conditions included uterine fibroid. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea ( cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraine / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("abdominal pain (in the upper to middle region of stomach pain)") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the back pain and abdominal pain upper was resolving, the dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, alopecia, weight increased, dysgeusia and vaginal haemorrhage had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia. ¿concerning the injuries reported in this case, the following one was described in patients medical record: abdominal pain". Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet received. Event¿ abnormal bleeding (vaginal) and abdominal pain (in the upper to middle region of stomach pain) (previously reported as gastrointestinal conditions) and abdominal pain¿ was added. Events¿ weight gain, dysgeusia, alopecia, migraine/headache, nausea, vaginal bleeding¿ outcomes were updated to recovered/resolved. Event¿ back pain¿ outcome was updated to recovering/resolving. Reporter, demographic, concurrent conditions, essure lot number was added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure conformation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea ( cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the migraine, headache, nausea, gastrointestinal disorder, alopecia, weight increased and dysgeusia outcome was unknown. The reporter considered alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, migraine, nausea and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Case become incident. Event injury nos replaced with new events: back pain, dysmenorrhea, dyspareunia, menorrhagia, migraine, headaches, nausea, gi conditions, hair loss, weight gain, metallic taste in mouth, plaintiff did not undergo essure conformation test. Reporter¿s information, patient¿s demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.